Manufacturer narrative:
The patient interface (pi) suction ring may loss suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss after laser fired with the patient interface with 2 procedures. It is unknown if there was patient injury or if patient required surgical intervention. No additional information was provided. The surgery reported the suction loss with two different lot numbers for the patient interface. This is two of two reports.